Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to explant the right ventricular (rv) lead, this right atrial (ra) lead exhibited noise when it was reconnected to the device. A testing with pacing system analyzer was tried, but noise was detected. The physician believed it was damaged when the rv lead was removed. The ra lead was surgically abandoned. No additional adverse patient effects were reported.